Event description:
The customer reported that after cutting and sealing, the device would no longer open. The surgeon used another instrument to pry the jaws apart and remove the device. The site stated that the jaws may not have been cleaned as often as they should have been during the surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do no re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.